Manufacturer narrative:
The customer complaint of detachment of blue plastic fragments into the surgical wound during the passage of the optic through the camera holder was not confirmed. A visual examination of returned used devices, item 9971, qty of two (2) could not confirm the reported problem, no damage to the product was observed. The device was inspected under the microscope and could not find any issue or blue fragments chipped off from cts kit, no fault was found. The examination was performed per 9971 design print. The manufacturing documents from the device history record (DHR) obtained from the supplier determined that there is no evidence to indicate that there were any deviations in the manufacturing process. Additionally, there were no abnormalities noted that would contribute to the reported issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also warned to "carefully review the surgical technique brochure and video before performing this procedure." The IFU also gives specific instructions on using the device, surgical technique and sizes of accessories to use, including size of optics, scope and sheath. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed france received notification of issues involving a cts relief kit, item # 9971, lot cn042989. Information received indicates the hospital, ch de brive, reported that dr. Ossama kheder was using the cts relief kit on (B)(6) 2021 during an endoscopic carpel tunnel syndrome treatment. The surgeon reported detachment of blue plastic fragments in the surgical wound during the passage of the optic through the blue sheath. It was noted there was no injury to the patient. It also notes ¿clinical consequences: blue chips in the operative site. Conservatory or actions undertaken: abundant washing. 2 medical devices have been retained.¿ clarification received indicated fragments of blue plastic peel off (visibly coming from the holes machined in the optical guide during the introduction of the optic through the blue cannula. The fragments came from the inside of the guide after 1-2 minutes of use. The size / type optic being used was a 4 mm 30 degree. The optic was not being used with a sleeve and it was reported that the biggest size dilator was being used. The procedure was completed, however it involved a conversion of the incision to an open-pit technique. All the blue fragments were removed with the dissecting forceps after the conversion. This report is being raised on the basis of injury as the procedure was converted to an open procedure to facilitate removing the fragments.

Manufacturer narrative:
Note: this report is being resubmitted following an unsuccessful submission attempt on july 14, 2021 due to a system error. At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(6) received notification of issues involving a cts relief kit, item # 9971, lot cn042989. Information received indicates the hospital, (B)(6), reported that dr. (B)(6) was using the cts relief kit on (B)(6) 2021 during an endoscopic carpel tunnel syndrome treatment. The surgeon reported detachment of blue plastic fragments in the surgical wound during the passage of the optic through the blue sheath. It was noted there was no injury to the patient. It also notes ¿clinical consequences: blue chips in the operative site. Conservatory or actions undertaken: abundant washing. 2 medical devices have been retained.¿ clarification received indicated fragments of blue plastic peel off (visibly coming from the holes machined in the optical guide during the introduction of the optic through the blue cannula. The fragments came from the inside of the guide after 1-2 minutes of use. The size / type optic being used was a 4 mm 30 degree. The optic was not being used with a sleeve and it was reported that the biggest size dilator was being used. The procedure was completed, however it involved a conversion of the incision to an open-pit technique. All the blue fragments were removed with the dissecting forceps after the conversion. This report is being raised on the basis of injury as the procedure was converted to an open procedure to facilitate removing the fragments.